Event description:
In august a pt injured themselves on a viking m patient lift/hoist. According to the facility, the lift had been properly used to successfully raise a resident from their bed. After the transfer was completed the empty lift was pushed under the resident's bed and the resident was then transported to the dining area. When the caregivers returned to the resident's room, they discovered the resident's roomate hanging from the lift with the sling hanger bar impaled in their neck. The hanger bar was removed from the lift and the pt was transported to the hosp. Surgery was performed to remove the hanger bar from the pt's neck. Liko's local distributor was notified of the incident 5 days later. The next day an on-site inspection of the lift was conducted and a replacement sling hanger bar installed. The equipment was found to be operating properly and the lift was returned to service. The next day a meeting was held between the facility staff and the local distributor. During the meeting the details of the incident were discussed. The facility staff and local distributor could not recreate the events of the accident.